Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibration was performed while the error reading symbol displayed and that the patient took medication(s) containing acetaminophen. No additional event or patient information is available. The receiver data log was reviewed on 09/29/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Also: taking medications with acetaminophen ((B)(4)) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.